Event description:
The contact stated the customer's blood glucose was tested at 72 mg/dl. Paramedics were called because the customer was not feeling well. They arrived within 10 minutes and received a glucose reading of "lo" when they retested the customer. The customer was given IV glucose and juice. She was not taken to the hospital because paramedics were able to bring up her glucose. The test strips and meter are to be returned for evaluation, and replacement products will be sent.